Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 49-year-old female patient was admitted with acute mi cardiogenic shock. She was initially implanted with an impella cp and transferred to another hospital for higher level care. Escalated to impella 5.5 once transferred and undergoing heart transplant workup. Issues with placement signal were noted, and that they read 30-40 mmhg lower than arterial line; leading to low signal alarms, which were ultimately disabled. The impella 5.5 was successfully weaned on (B)(6) 2025. During impella 5.5 support, low placement signal was noted compared against arterial line reference pressures, causing placement signal low alarms. Patient support continued without issue until the patient was weaned from support. There were no adverse events.